Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. Of the 2 malfunctions, 1 device was returned for evaluation. The device evaluation identified material separation of the distal tip and device-device incompatibility. One device was not returned to the manufacturer for inspection/evaluation, therefore, one malfunction is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. Of the two malfunctions, one involved a patient with no patient consequences. The other device did not come in contact with the patient. This information was received from various sources. Patient age, weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. Of the two malfunctions, one involved a patient with no patient consequences. The other device did not come in contact with the patient. This information was received from various sources. Patient age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. Of the two malfunctions, one device was returned for evaluation. The device evaluation identified material separation, device-device incompatibility, and material twisted. This malfunction was reassessed and trending device code 2981 (material twisted) has been added. One device was not returned to the manufacturer for inspection/evaluation; therefore, one malfunction is inconclusive. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (patient codes: 2645 - no patient involvement). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
One device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and device-device incompatibility. Of the two malfunctions, one device was removed from the patient, and the procedure was completed using a different device. The other device did not come in contact with the patient, and a new recanalization catheter was used to complete the procedure. This information was received from various sources. Patient age, weight and gender were not provided.